Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A filament issue was reported with use of the abbott diabetes care (adc) device as the "sensor tip was stuck in the customer's arm". The customer removed the tip from their arm; no medication was taken. No third-party treatment was provided. There was no report of death or permanent injury associated with this event.